Manufacturer narrative:
The surgeon inspected the trestle implants during the revision surgery and reported; the plate, locking mechanisms and remaining screws were checked and found to be in excellent condition. No malfunction of the plate or screws was discovered. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. The supplied instructions for use ((B)(6)) states; postoperative management: postoperative management by the surgeon, including instruction and warning and compliance by the patient, of the following is essential: the patient should have a complete understanding of and compliance with the purpose and limitations of the implant devices. The surgeon should instruct the patient on how to compensate for any loss in range of spinal motion due to bone fusion. The surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and /or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibration motion, fall, jolts or other movements preventing proper healing and/or fusion development.

Event description:
A patient underwent revision surgery on (B)(6) 2011 to remove two 4.0 variable angle screws that had back-out of the c7 location. The occurrence was discovered via x-rays taken during a post-op visit. After interviewing the patient, the physician learned that the provided post operative recommendations had not been followed. The patient engaged in heavy lifting by moving furniture on the second day after the surgery. Both screws were removed and replaced without issue. The replacements possess both a wider diameter and longer length in order to achieve the reported excellent bone purchase. The three level trestle anterior cervical plating system was originally implanted on (B)(6) 2011.